Event description:
The surgeon attempted to insert a +24.0 diopter cc4204bf collamer plate lens, but as the lens was ejecting the cartridge tore. The reporter stated the lens was not damaged and there was no patient contact or injury.